Event description:
The customer reported approximately one half milliliter of diluted blood fluid leaked outside the instrument from the probe rinse block and the differential voteout, and onto the counter during latron control analysis involving the coulter hmx hematology analyzer with autoloader. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and noticed the probe was not aligned with the probe wash. The fse adjusted the probe and performed probe wash test multiple times with no evidence of a fluid leak. The fse completed a 10-tube reproducibility test. The fse cleaned the blood sampling valve (bsv) with hot water and completed system test and startup; all results passed. The fse performed primer and latex and 5c controls; all results passed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).